Event description:
The patient reported that the needle button on his v-go 40 released on its own. The patient confirmed that there is no interference with clothing that would cause for the button to release. The patient said that this has occurred with about six v-go devices. Specific dates of occurrences are not available. The devices were disposed.